Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, deformation and weight to the spec. No openings observed in the device. Voids and cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported right side rupture and "palpable lump in the right breast at the 5:00 position, 4cm from the nipple¿ . Device has been explanted.